Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. The pacemaker was explanted and replaced due to premature battery depletion (pbd), and the pacemaker will not be returned for analysis. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that this pacemaker was explanted and replaced due to premature battery depletion (pbd). No additional adverse patient effects were reported. This pacemaker is not expected for device return.

Manufacturer narrative:
The returned pacemaker was analyzed and review of device data noted the power consumption was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that this pacemaker was explanted and replaced due to premature battery depletion (pbd). No additional adverse patient effects were reported. This pacemaker is not expected for device return.